Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump got wet and immerse to water and they had to use manual shots. The customer's blood glucose level was 300 mg/dl. The customer reported that there was water visible in the insulin pump. They tried performing self test but the keys were not responding. The insulin pump also had loosen pieces. The insulin pump will be returned for analysis.